Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that intermittent audio output occurred. It was reported that the patient was using an unsupported operating system, which is off-label use. The patient stated she was hypoglycemic for several hours during the night while sleeping and went into a hypoglycemic coma that lasted approximately 4-5 hours. The patient¿s husband called emergency medical services (ems) as he was unable to reach her by phone and knew something was wrong. Paramedics checked the patient's blood glucose (bg) which was 1.5 mmol/l, then gave 10% glucose IV. There had been no audio alert for the threshold of 4.2 mmol/l although all the sound settings were enabled. The patient did not go to the hospital. No injuries were sustained. At the time of the report later the same day, the patient was stable but not feeling well. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Data investigation confirms the allegation on (B)(6) 2022. The probable cause of the missed alert is either a race condition on app startup which intermittently resets the user¿s customized alert settings to default thresholds and/or an internal database write issue clearing some or all alerts upon app termination.